Manufacturer narrative:
Correction: b5, h6 health effect - clinical code.

Event description:
A user facility biomedical technician (bmt) stated a low (positive) tmp alarm message was occurring during dialysis mode. No adverse reactions with the patient; patient was able to complete treatment on the device. The bmt stated staff noticed the patient's blood went towards the level detector pressure port and wetting the external transducer. Upon follow-up, the bmt isolated the problem to the level detector module and stated the dialysate pressure transducer was replaced to resolve the issue. Per bmt it was unknown what caused the blood to wet the external transducer and the issue was unable to be replicated. The machine is back in service. It confirmed that the patient was able to complete the treatment on the same machine on that day and did not experience any adverse effects or require medical intervention because of this incident. The patient's blood was rinsed back and the estimated blood loss was unknown. The parts were no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility biomedical technician (bmt) stated a low (positive) tmp alarm message was occurring during dialysis mode. No adverse reactions with the patient; patient was able to complete treatment on the device. The bmt stated staff noticed the patient's blood went towards the level detector pressure port and wetting the external transducer. Upon follow-up, the bmt isolated the problem to the level detector module and stated the dialysate pressure transducer was replaced to resolve the issue. Per bmt it was unknown what caused the blood to wet the external transducer and the issue was unable to be replicated. The machine is back in service. It confirmed that the patient was able to complete the treatment on the same machine on that day and did not experience any adverse effects or require medical intervention because of this incident. The patient's blood was rinsed back and the estimated blood loess was unknown. The parts were no longer available to be returned for evaluation.

Event description:
A user facility biomedical technician (bmt) stated a low (positive) tmp alarm message was occurring during dialysis mode. No adverse reactions with the patient; patient was able to complete treatment on the device. The bmt stated staff noticed the patient's blood went towards the level detector pressure port and wetting the external transducer. Upon follow-up, the bmt isolated the problem to the level detector module and stated the dialysate pressure transducer was replaced to resolve the issue. Per bmt it was unknown what caused the blood to wet the external transducer and the issue was unable to be replicated. The machine is back in service. It confirmed that the patient was able to complete the treatment on the same machine on that day and did not experience any adverse effects or require medical intervention because of this incident. The patient's blood was rinsed back and the estimated blood loess was unknown. The parts were no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.